Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.